Event description:
A surgeon reported that an intraocular lens (iol) was replaced due to rubbing of this iris by the originally implanted lens. The pt was hospitalized for the replacement surgery and the outcome was good. The surgeon indicates that he does not feel the iol malfunctioned and the iol rubbing the iris was likely due to anatomic considerations.